Event description:
The customer contact reported that during an air in line alarm conduction, the nurse reported the air located distal of the pump cassette looked as though it was still pushing further down the tubing. At an unspecified time, the device was programmed to deliver an unspecified concentration of magnesium and the delivery was started. The customer contact reported the container size was 50ml or 100ml. No further programming parameters were provided. After an unspecified length of time, the customer contact stated that the device alarmed for air in line. The customer contact reported that "air looked as though it was still pushing further down the tubing while the device was alarming for air in line." At that time, the nurse noted the container was empty and air was reported to be approximately 3 inches past the cassette. No air reached the patient. The device was removed from clinical use. Therapy was resumed using a replacement drive. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device passed testing by appropriately alarming and stopped delivery when air was present in the tubing distal to the pump. Based on the data verified, hospira could not attribute the issue to the device. The device history was downloaded at the service center. A review of the device history indicates on (B)(6) 2011 at 0644 the device was powered. At 0645, the device was programmed for basic therapy to deliver mag ivpb, 2grams/50ml, at a rate of 25ml/hr, a 50ml vtbi (volume to be infused), for a duration of 2 hours, and to deliver at end of infusion setting kvo (keep vein open) at rate of 10ml/hr. The history indicates the air line setting was 250mcl. At 0646, the programming was confirmed & the delivery started. At 0833, an air in line alarm occurred & the delivery stopped. At 0834, the alarm was silenced, the load eject key was pressed, a check flowstop alarm occurred, the cassette was ejected & the flowstop alarm cleared & alarm silenced. At 0835, the load eject key was pressed, alarm silenced, cassette ejected, air in line alarm cleared, standby mode entered. At 0837, standby mode was canceled. Between 0838 & 0840, the eject button was pressed 7 times, cassette ejected 4 times, a cassette alarm not manually ejected occurred 1 time & a cassette alarm cassette max jammed closing occurred 2 times. At 0840, the check cassette alarm was cleared & the device was powered off. This report reports all the information known by the reporter upon query by hospira personnel.